Event description:
While troubleshooting, he received normal control test results of 81 mg/dl, 241 mg/dl and hi. The range is 73-106 mg/dl. The customer did not allge any adverse events. The strips are to be returned for evaluation, and replacement strips will be sent.